Event description:
During cranioplasty on a (B)(6) male pt, head of the screw broke during fixation. There was no delay as backup screws were available.

Manufacturer narrative:
Investigation in progress but not yet complete.